Event description:
Sometime during the week of 04/13/1998, following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. On 04/22/1998 the pt presented to the hosp with pain in her groin area. She was readmitted and placed on IV antibiotics. Later that day the pt was taken to the or for groin exploration, incision and drainage, and wound packing. It is unk if the angio-seal was also removed at this time. As of 05/21/1998 there has been no further documentation of intervention, complication, or pt sequelae made to the MFR.